Manufacturer narrative:
Clarification to d.6a.: january 2022 to august 2023. Article citation: wu kk, et al. "Clinical study on the efficacy and safety of glaucoma drainage implants in the treatment of different types of glaucoma." Zchin j ophthalmol, may 2024, vol. 60, no. 5. Doi: 10.3760/cma.j.cn112142-20231210-00280. Multiple requests for further information have been made. Abbvie has received no response from the authors. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of "4 eyes with primary angle-closure glaucoma underwent xen®45 gts implantation, 6 eyes had shallow anterior chamber; 3 eyes had hypotony; 3 eyes had a blocked stent; and 27 eyes underwent needling treatment" were noted in the article: "clinical study on the efficacy and safety of glaucoma drainage implants in the treatment of different types of glaucoma." Zhonghua yan ke za zhi. 2024 may 11;60(5):430-439. Devices remain implanted.

Event description:
Via article, "4 eyes with primary angle-closure glaucoma underwent xen®45 gts implantation, 21 eyes underwent ab-externo closed conjunctiva xen®45 gts implantation, 6 eyes had shallow anterior chamber; 3 eyes had hypotony; 3 eyes had a blocked stent requiring secondary surgical intervention via laser procedure; 27 eyes underwent needling treatment; 3 eyes required secondary surgical intervention of trabeculectomy due to poor iop control; 1 eye required secondary surgical intervention due to development of malignant glaucoma; 1 eye had bleb leak; 1 eye had small corneal depression/recess/concave; 1 eye had bcva decline greater than 2 lines, lasting longer than 1 month, at pom12; unknown eyes required iop-lowering drugs during follow-up period" were noted in the article: "clinical study on the efficacy and safety of glaucoma drainage implants in the treatment of different types of glaucoma."

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.